Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 180mg/dl. The customer delivered a test bolus and observed insulin drip out of the infusion tubing leading the customer to believe the issue was with the infusion site. A site change was performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer believed the occlusion alarm may have been caused by scar tissue. A site change was performed and once more an occlusion alarm occurred. Reportedly, the customer had been using the cartridge past labeling. A cartridge change was performed and the customer was able to resume insulin deliveries successfully.